Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Non-revision of liner due to poly wear. The patient is 6 years out.

Manufacturer narrative:
The complaint product was not received for analysis, it remains implanted. The condition of poly wear is not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Manufacturing data could not be reviewed because the manufacturing lot/serial information was not provided. This complaint was likely the result of component mispositioning that led to prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation. In a review of labeling -device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. There is no patient information provided except for an x-ray, this shows that the patient has bilateral hip arthroplasties which could cause biomechanical stressors and indicates that the patient has joint maladies. This device is used for treatment not diagnosis. For investigation of this event additional information has been requested about the devices and the patient. No additional information has been provided. Without catalog number, unable to search 510(k). Without the serial number, unable to search manufacture and expiry dates.

Event description:
It was reported that a patient has a liner with poly wear noted in x-rays. The implant is about 6 years old and the cup is noted to be slightly vertical. No revision planned, the surgeon is watching it. No additional information has been provided on the event or the patient.